Event description:
It was reported that during fluoro with the 9900 system the screen went blank. It was also noted that when the foot pedal was released the system kept fluoroing and when transferring images to pacs they were unable to locate images that were just run. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failures could not be duplicated. Reloaded all software and cal files. The system tested and found to be working as intended and placed back into service.